Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a witnessed arrest due to ventricular tachycardia (vt) in the hospital which required six external shocks to terminate the arrhythmia. The patient passed pre-screening in primary and secondary vectors across all postures. However, he passed primary and alternate vectors at the implant procedure. Initial defibrillation threshold (dft) testing was unsuccessful at the procedure to implant this subcutaneous implantable cardioverter defibrillator (sicd). The first and second shocks were aborted in favor of external shocks due to undersensing of the induced ventricular fibrillation (vf). The second attempt at dft was successful in reverse polarity at 80j. Further review of the data identified a shock impedance measurement of 1 ohm during the first dft attempt. A boston scientific technical services consultant stated that the electrode position was most likely not a factor in relation to sensing. The induced rhythm and varied morphology were the likely contributing factors. The reported clinical observations were documented. The system remains implanted and no adverse patient effects were reported.